Event description:
Per repair statement, the unit is alarming or red light..

Manufacturer narrative:
Per repair statement, the unit is alarming or red light. The key failure is the clamps to the manifold are causing the hose to leak. Additionally, the smart pack is dirty.